Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string pulled out upon removal of the pessary. She was able to manually remove the pessary and experienced bleeding after the removal. She did not seek medical assistance.